Event description:
It was reported that after blood collection bd vacutainer® 9nc 0.109m plus blood collection tubes were sent to test department for about 1-2 hours and the blood appeared abnormal solidification. No injuries were reported. The following information was provided by the initial reporter: phase: after blood collection. Deficiency: sales say: testing the blood solidification in the tube of the tube of the tunnel was tested. After the blood was collected, it was sent to the test department for about 1-2 hours. The blood appeared abnormal solidification. Quantity: 1 impact: it does not aff.ect patients and users.

Manufacturer narrative:
Bd had not received samples, but one photo and one video were provided for investigation. The photo and video were reviewed and the indicated failure mode for clotting was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for clotting was not observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (clotting) because the defect was not evident in the testing of the complaint lot samples. Laboratory analysis of retain and control samples demonstrated clinically acceptable performance for all visual observations evaluated. The citrate tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode clotting based on the photo and video provided. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that after blood collection bd vacutainer® 9nc 0.109m plus blood collection tubes were sent to test department for about 1-2 hours and the blood appeared abnormal solidification. No injuries were reported. The following information was provided by the initial reporter: phase: after blood collection deficiency: sales say: testing the blood solidification in the tube of the tube of the tunnel was tested. After the blood was collected, it was sent to the test department for about 1-2 hours. The blood appeared abnormal solidification quantity: 1 impact: it does not affect patients and users.

Manufacturer narrative:
Medical device brand name: bd vacutainer® 9nc 0.109m plus blood collection tubesa device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.